Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. There was a crack in the arterial end threads of dialyzer and the leak was visual. Estimated blood loss was approx 5 - 10 cc's. Pt had no adverse effects. Sample has not been returned to the MFR.